Event description:
Pt had the star total ankle poly core revised.

Manufacturer narrative:
Eval of the returned product shows poly core was cracked. A 7 mm sliding core was revised with 12 mm core. Review of mfg records showed no anomalies.